Event description:
Same case as MFR report #: 6000089-2007-00521, -00522, -00524, -00525. Clinical trail. It was reported that 406 days following a coronary stenting procedure, the pt returned with in-stent restenosis. At the time of the initial procedure, five bare metal express2 stents were implanted in an overlapping fashion from the mid to proximal lad (left anterior descending). The stents were implanted as follows from distal to proximal: 2.75x20mm, 3.0x12mm, 3.0x12mm, 3.0x20mm, and 3.5x16mm. The pt returned 406 days following the initial procedure for a routine 13 month angiography as part of the study. The in-stent restenosis was treated with balloon angioplasty and three of another manufacturer's drug eluting stents in an overlapping fashion. There were no further clinical events and the pt was discharged the next day in good condition.

Manufacturer narrative:
No device was received for analysis. The root cause of the complaint incident is unknown. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.